Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced screw not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen. Mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (checked the box "adverse event"), b2 (checked the box "required intervention to prevent permanent impairment/damage (devices)"), b5 (updated the summary), h1 (changed from malfunction to serious injury) and h6 (replaced health effect - clinical code 4582 with 1905 and it's related health effect - impact code 2199 with 4614) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported hyperglycemia was treated with emergency medical service. The customer reported blood glucose value was 274 mg/dl.